Event description:
It was reported that the battery of the t:slim x2 pump would not charge, despite attempting different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup for insulin delivery. Technical support resolved the issue by arranging to send a replacement pump with updated software and providing necessary training through the customer's tandem source account. The customer was also guided on returning the faulty pump using a pre-paid label within ten days.